Event description:
On (B)(6) 2009, patient reports she did not receive the a2 (low battery) on her infusion device; just the e2 (battery depleted). She states the alarm history shows the following: e2 (battery depleted) - (B)(6) 2009, e2 (battery depleted) - (B)(6) 2009, e2 (battery depleted) - (B)(6) 2009, a1 (cartridge low) - (B)(6) 2009, a1 (cartridge low) - (B)(6) 2009, a6 (tbr cancelled) - (B)(6) 2009, a6 (tbr cancelled) - (B)(6) 2009, a6 (tbr cancelled) - (B)(6) 2009, a6 (tbr cancelled) - (B)(6) 2009, a6 (tbr cancelled) - (B)(6) 2009, a6 (tbr cancelled) - (B)(6) 2009. Patient reports her infusion device only has these 11 alarms in her history as she is a new infusion device user. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.